Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the information provided, a conclusive cause for the reported difficulties could not be determined. It may be possible that the distal sheath portion of the supera delivery system was kinked in the anatomy such that the ratchet was unable to properly engage the stent; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
It was reported that during a left superficial femoral artery intervention, after vessel atherectomy and balloon dilatation, the 5.5x150 supera stent system was advanced to the lesion and deployed without issue. It was not noticed that the stent did not separate from the delivery system, so during removal of the delivery system, the stent was completely removed. There was no adverse patient effect or a clinically significant delay in procedure. Two absolute pro stents were implanted without issue and the procedure was completed. There was no additional information provided.